Event description:
The customer reported the system was displaying intermittent low ma and high ma (milliamps) error messages during a pt procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply, surge suppressor and filament driver boards were replaced, and the high voltage cable connectors were regreased. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.